Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition while on the low volume setting. The pump was returned to the biomedical engineering dept with an unsigned note that indicated the pump was broken. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the pump did not sound an audible tone during an alarm condition while on the low volume setting. There were no reported adverse pt events and no reported delays of critical therapies while the pump was in critical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4)